Event description:
The manufacturer's representative reported that the device was removed due to infection. The hcp reported that the patient was receiving morphine sulfate via the pump. The patient did not have meningitis. The signs of infection were fever, redness, swelling and pain. The primary location of the infection was the device pocket. It is unknown is a culture was taken. The infection resolved. No drug withdrawal was reported.